Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the resin portion of the white terminal of the system controller power cable was broken. It was considered to be related to the mobile power unit (mpu) malfunction. It was considered possible that an overload was added when connecting to the mpu when the connector was not engaged properly. A new backup system controller was retained due to the failure. The new system controller was updated to low flow alarm software 2.0. Related MFR # 2916596-2024-06160.

Manufacturer narrative:
Section a: date of birth and weight corrected. Section d4, expiration date and primary UDI number: corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the reported event of a damaged white power cable connector in the system controller was confirmed. System controller, serial (B)(6), was returned for analysis with smashed plastic near position 5 of the white lemo connector due to what seemed to be excessive force when trying to make the connection. This did not affect test equipment to be connected as intended. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. A review of the downloaded controller event log file spanned approximately 15 hours (27aug2024 at 19:00:45 ¿ 28aug2024 at 10:31:58 per time stamp). There were no notable alarms active in the log file. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.